Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a stone crushing procedure performed on (B)(6) 2022. During the procedure, an attempt was made to insert the trapezoid rx basket into the bile duct through the papilla. However, the sidecar was pushed back. The basket was removed and another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a lithotripter basket was used in the bile duct during a stone crushing procedure performed on september 07, 2022. During procedure, a lithotripter basket was used to crush a stone, however the sidecar pushed back. The procedure was completed with another or the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: device problem code a0406 captures the reportable investigation result of side car rx push back. H10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car-rx was pushed back. The reported event was confirmed. Based on all available information, it is possible that the manipulation or technique applied during the procedure, could have contributed to the adverse event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.